Manufacturer narrative:
Batch review performed by medacta regulatory affairs departement on 07 may 2020: lot 179968: (B)(4) items manufactured and released on 18-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 other similar events reported. Additional implant involved: reverse shoulder system 04.01.0117 humeral reverse hc liner ø32/+3mm (k170452) lot. 179976. Batch review performed by medacta regulatory affairs departement on 07 may 2020: lot 179976: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar events reported.

Event description:
The patient came in, 4 months after primary surgery, reporting pain due to a dislocation of the humerous from the glenosphere; the cause of the dislocation is unknown. The surgeon revised the glenosphere, metaphysis, diaphysis and liner, and the surgery was completed successfully.